Event description:
Speculum will not close before removal. The barrel that holds the illuminator does not have the top casing, and this perhaps keeps the speculum from closing easily. The illuminator will not stay since the barrel for holding it is imcomplete. Reporter doesn't have to use the illuminator, however this device apparently doesn't work well unless the barrel is made correctly.